Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined

Event description:
The customer contacted physio-control to report that their device powered off twice while attempting to monitor the patient¿s blood pressure.  There were no adverse effects to the patient as a result of the reported issue.  Physio contacted the customer in order to obtain additional details about the patient and the event; however, no further information was available.